Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a ventral hernia repair, the device would not inflate. Another device was used to complete the procedure. There was no patient injury.